Event description:
It was reported that a screwdriver cracked during screw insertion intra-operatively. Another driver was used to complete the procedure without any reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device inspection: the returned product matches information listed in the complaint file. Visual inspection of the device reveals that it is fractured as reported. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screwdriver cracked during screw insertion intra-operatively. Another driver was used to complete the procedure without any reported patient impacts.